Manufacturer narrative:
Insulin pump passed displacement test, operating currents, selftest and off no power test. No unexpected battery power loss alarm during testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 445 mg/dl at the time of incident. Customer¿s blood glucose was over 250 mg/dl. Customer treated with syringe. Customer reported that insulin pump had received multiple battery out of limit alarm when batteries are out of the insulin pump for less than one minute. Customer stated that alarm did not occur with first battery installation after customer received insulin pump in shipping mode and insulin pump had did alarm battery out of limit. Customer does not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing. Customer was declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.